Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported event was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit, the board inside the endoscope connector, or the system side. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device could not be displayed, and the color bar was displayed on the monitor occasionally. After waiting for a while, the endoscopic image was displayed. The user surmised that the image issue was caused by the contact failure of the electrical contacts of the video connector socket. There was no report of patient injury associated with this event.